Event description:
The stent (subject device) was returned for analysis and was observed to be deployed within the microcatheter shaft. Also, the subject stent was noted to be deformed. The subject stent was reported to be replaced, and the procedure was reported to be completed without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the hub and lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. Deformation as noted to the middle of the subject stent. A functional inspection could not be performed as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during transfer' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ' during the advancement process, the physician found that the subject stent could not be pushed forward at the tip of the microcatheter and could not be retracted either'. Another product event update stated that the subject stent was deployed. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging, and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patient's anatomy was described as 'moderately tortuous'. The subject stent was received deployed within the hub and lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. Deformation as noted to the middle of the subject stent. One possibility is that the introducer sheath was initially set up correctly, but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the event description. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to transfer', ''stent deployed prematurely during transfer' and analysed events 'stent deployed prematurely during use', 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was used in accordance with the dfu, but performance was limited due to procedural factors during use.